Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53). Troubleshooting was performed. The customer was able to successfully clear the alarm, received a request to rewind the pump, and was able to complete the rewind. The alarm occurred during basal. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected pump error 53 alarm noted during testing. However, the formatted history file confirmed pump error 4 followed by pump error 53 alarm on (B)(6) 2024 06:19:07.000 (linenumber: 0, filenumber: 1). Possible hw issue. The pump was received with cracked case at the battery tube side, cracked case at corner of the belt clip rail and scratched case. The following were noted during visual inspection: minor scratched display window, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 10-feb-2024 in the pump history file. (B)(6) 2024 11:13:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 11:29:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2024 06:19:07.000 alarmalertnotification (40) faultnumber: mainprocessorcommunicationalarm (4) (B)(6) 2024 06:19:07.000 alarmalertnotification (40) faultnumber: softwareerror (53) (B)(6) 2024 19:03:28.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lostsensor1alert (780) not confirmed. Sensorerroralert (801) not confirmed. Pump error 4 confirmed in the pump history file. Pump error 53 confirmed in the pump history file. The pump passed the required testing. Pump error 4 confirmed in the pump history file due to moisture damage on the electronic assembly. Pump error 53 confirmed in the pump history file due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.